Event description:
It was reported that the pt underwent an unspecified spinal surgery using a peek interbody device. During insertion, a mallet was used lightly on the end of the implant inserter. The inserter was then disconnected and the ball tip tamp was inserted. This was hit twice with a mallet with reasonable force. On the third strike, a cracking was heard. On inspection, one crack was observed on the visible tip of the implant. The surgeon used on angled tamp with mallet to continued to push implant into correct position. After a second strike with mallet, the implant shattered. Surgeon picked out accessible pieces of cage and the rest of implant was left in-situ.

Manufacturer narrative:
(B)(4): a review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.